Event description:
It was reported that during a perineal abdominal rectum sigmoidectomy procedure, when delivering the load, the staples perforated just the anterior wall of the rectum. It did not staple the tissue completely. Completed with the same like product. There was no pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.